Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-aug-13. The surgery occurred late on (B)(6) 2020. It was reported that relocating the pump resolved the issue. The pump was too deep and was flipping. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-22, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. It was reported they were unable to communicate with the pump in various positions. It was determined that the pump was too deep. Surgical intervention would occur; planned on moving the pump to back left flank. It was also noted that the pump had been tacked down once after implant. They were "still unable to refill or communicate with pump after this". The issue was not resolved at the time of this report. The patient's status was alive - no injury.